Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and lead displayed low, out of range pacing impedance measurements, noise and oversensing. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device was also explanted. The device is not expected to be returned for analysis. There were no adverse patient effects reported.